Event description:
Patient had a bard powerport that was accessed using the bard powerloc injector needle set. An alaris IV extension tubing set was added and all flushed smoothly. Tech attached contrast injector tubing to the extension tubing and injection of contrast was given using the contrast injector. Post injection, upon entering the room, we found the alaris IV extension tubing had a split in it about 1/2" long and some of the IV contrast had come out. The CT was fully completed and the port was not harmed.